Manufacturer narrative:
H.6. Investigation: the complaint is unconfirmed as no photo / samples of the reported batch were received. Therefore, root cause could not be determined. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only had no insulin flow. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no. 320883 batch no. 8330800 it was reported that when priming no insulin flowed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only had no insulin flow. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no. 320883 batch no. 8330800 it was reported that when priming no insulin flowed.